Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a definite cause for the reported difficult or delayed positioning cannot be determined. The reported difficult to remove (anatomy) was due to the gripper arm being entangled with the anterior leaflet; therefore due to procedural conditions. The reported single leaflet device attachment/ slda was a result of the reported difficult to remove from anatomy; therefore, due to procedural conditions. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is not returning. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was advanced to the mitral valve, after several grasping attempts insufficient leaflet insertion was suspected. The gripper arm could not be freed from the anterior leaflet. With the anterior leaflet caught on the gripper, the posterior leaflet was able to be grasped and the clip was deployed. The clip then detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted in an attempt to stabilize the slda clip. To further reduce mr, a third clip was attempted to be implanted medial to the first clip but grasping was difficult due motion/interaction with the slda clip. The clip was repositioned and was successfully implanted. A total of four clips were implanted, reducing mr to 1. There was no adverse patient effect or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.